Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during cataract surgery, ophthalmic operating system exhibited chamber instability during the cortex removal stage caused and unspecified complication. Therefore, it is leading the surgeon to implant the intraocular lens in the sulcus rather than within the capsular bag. The system also exhibited system message before the start of surgical session. The current patient status was unknown. Additional information received stating during cortical phase of the surgery in bi-manual technique the surgeon has experienced chamber instability and accidentally pinched and stretched the capsule that resulted in small capsular tear experienced by the patient.

Manufacturer narrative:
Additional information provided in sections d.4. D.9. H.3. H.6. And h.11. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event(s). The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the products¿ serial (under investigation), with the same event code. The system was found to meet specifications. Posterior capsule tears are an issue that is occasionally reported with cataract surgery. The root cause of the reported sm is inconclusive. However, based on the information obtained, the root cause of the reported ¿pc tear and chamber instability¿ are inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).